Event description:
It was reported that the pump could not be charged despite the attempt of multiple wall adapters which resulted an unexpected shutdown. Additionally, it was reported that the usb port of the pump appeared to be damaged. The customer¿s blood glucose was 286 (mg/dl). Reportedly the customer reverted to manual injections for insulin therapy.